Manufacturer narrative:
H.6. Investigation summary: no samples and 3 photos were returned by the customer in support of this complaint. A visual examination of photos was performed and the issue of foreign matter was observed as there are black particles on the inside of the tube. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. Bd was unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with an unspecified amount of bd vacutainer® blood alcohol determinations sodium fluoride: 100mg potassium oxalate: 20mg "black" foreign matter were discovered in tubes. The following information was provided by the initial reporter: customer states tubes contain black particles.

Event description:
It was reported that prior to use with an unspecified amount of bd vacutainer® blood alcohol determinations sodium fluoride: 100mg potassium oxalate: 20mg "black" foreign matter were discovered in tubes. The following information was provided by the initial reporter: customer states tubes contain black particles.

Manufacturer narrative:
Common device name: bd vacutainer® blood alcohol determinations sodium fluoride: 100mg potassium oxalate: 20mg. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.